Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). As received, the belt receptacle was pulled from the monitor case and was loose from the j1001 connector on the computer / analog (ca) board. The cause of the code 204 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a monitor was displaying a service code 204 (belt/monitor unusable).